Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their personal diabetes manager (pdm) had a hazard alarm. The patient reports they had been vomiting. The patient removed the pod prior to going to the hospital. The patient remains in the hospital awaiting treatment at the time of this call. No further information is available as to this event.